Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 implantable pacing lead: (B)(6) 2014 . (B)(4).

Event description:
It was reported that after the implant at predischarge check, the p waves had dropped to 0.5-0.7 mv and the threshold rose to 2.5v at 0.4ms. A chest xray showed that the right atrial (ra) lead had pulled back after implant. The ra lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.